Event description:
A balloon detached from the shaft when being removed during a subclavian vein angioplasty with a dialysis graft. The balloon remained partially inflated and a needle was inserted in the arm to deflate the balloon. The balloon was successfully retrieved with a snare. The dilatation was successful and the pt has since been discharged. The device was returned, evaluated and retained by this user facility. The engineering eval indicated the catheter shaft was not returned. The balloon material was nine centimeters long from end to end and appears to have one of the balloon neck/bond areas attached. The balloon surface was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over-pressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This balloon detachment may have resulted from pt's pre-existing condition, therefore, co does not attribute this event to the device.